Manufacturer narrative:
Concomitant medical products: dtmb1q1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at post op check, there was no capture at on the left ventricular (lv) lead with lv2-lv3 at 6v@0.4 milliseconds. Left ventricular capture management was programmed off; then reprogrammed and capture was regained. The patient is back in atrial flutter and coming in for additional reprogramming. The lead remains in use. No patient complications have been reported as a result of this event.